Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of the rate and predictors of structural valve degeneration (svd) and failure (svf) were reported in a research article, "rates and predictors of structural valve degeneration and failure of trifecta bioprosthetic valve over a 5 year follow up period: a single center experience", in a subject population with multiple co-morbidities including hypertension, hyperlipidemia, diabetes mellitus, ischemic heart disease, atrial fibrillation, end stage renal disease, aortic stenosis, aortic regurgitation, bicuspid aortic valve. Some of the complications reported were surgical intervention (redo/explant of device, pacemaker), hospitalization, aortic regurgitation, aortic stenosis, endocarditis, paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "rates and predictors of structural valve degeneration and failure of trifecta bioprosthetic valve over a 5 year follow up period: a single center experience", was reviewed. The article presented a retrospective, single center study to estimate the rate and predictors of structural valve degeneration (svd) and failure (svf). The device involved in the study was only trifecta. The article concluded that over a 5-year follow-up period, 4.8% had svf with an svd of 23.2%, with the majority of svd not being clinically significant except in six patients. These results corroborate with a previously published study suggesting a bad clinical outcome of trifecta valve placement. [The primary and corresponding author was (B)(6)]